Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an uphold mesh repair of anterior and vault prolapse performed on (B)(6) 2013. According to the complainant, the device would not capture the bullet. While the physician was reloading the device, the suture broke. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Analysis found the carrier of the capio suturing device is bent. Blood and tissue residue were present on the mesh body and sleeves. One lead suture was broken and frayed, with 3 cm still attached to the dilator. The needle was not returned. The other lead suture was broken at the end of the dilator. 6 cm of lead suture, frayed, with needle still attached was returned. Tool marks were present on the blue and white dilator. The complaint is confirmed. The device history record review found the device met all manufacturing specifications. The bent carrier is most likely a result of twisting of the capio device within the patient¿s anatomy in order to position the dart properly. The directions for use for the device cautions the user to ¿avoid excessive tension on the mesh during handling and positioning to prevent damage to the device.¿ it is likely there was difficulty passing the device through the ssl and the tensile force on the device overcame the strength of the suture, causing it to break off. Therefore, the most probable root cause for this complaint is operational context, as procedural factors most likely limited the performance of the device.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an uphold mesh repair of anterior and vault prolapse performed on (B)(6) 2013. According to the complainant, the device would not capture the bullet. While the physician was reloading the device, the suture broke. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.